Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument is missing both release levers and the two rear snap tabs and the adjacent pins are broken off, indicating instrument was mishandled. Housing likely popped off causing levers to fall out, and then the housing was then put back on without levers. Engineering also observed the distal end of the main tube has a 2 inch long section with material removed. The damaged area is parallel to tube axis and has a rougher surface finish than the rest of the tube. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.

Event description:
It was reported that after a da vinci s surgical procedure, the surgical staff found a grey piece of the large needle driver instrument was broken. No add'l info was provided. No pt harm, adverse outcome or injury was reported.